Event description:
A malfunction occurred with a customer's pump, which was reported to technical support. Customer¿s blood glucose (bg) level was 326 mg/dl. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur afterward. The customer was advised to continue using the pump and to contact technical support again if any issues arose.